Event description:
It was reported that the patient did not have coverage on the right side. As such, surgical intervention took place wherein the leads were explanted and replaced with a paddle lead to address the issue. Reportedly, effective therapy was confirmed post op. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial: (B)(6), batch: a000136102.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.